Event description:
It was reported that the patient presented to the ER (emergency room) with symptoms of near syncope, was dizzy, and diaphoretic. An interrogation of the device found that there were two t-wave oversensing episodes with rejection of detection which was appropriate rejection of therapy for these events. It was also noted that the right ventricular (rv) lead had previously, several months earlier, exhibited t-wave oversensing if four of five episodes of ventricular tachycardia non-sustained (vtns). Since then the patient has had three device checks and no other events were noted. The rv lead remains in use. No patient complications have been reported as a result of this event.